Manufacturer narrative:
The insulin pump was received with no button response due to flattened act button dome switch. It was unable to perform the occlusion test due to button/keypad anomaly. Component on lcd connector was inspected and no unlocked connector was noted. No unexpected beep anomaly noted. Device had minor scratched display window. (B)(4).

Event description:
The customer reported via phone call that she changed the infusion set and reservoir and during prime, he noticed that the act button is not responding. Customer stated that he pressed it to fill the tubing and it beeped and then stopped. The customer did not recall any significant events leading to the keypad issue. Blood glucose value was 140 mg/dl. The insulin pump was replaced and returned for analysis.